Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he did not think there was anything wrong with the programmer. The patient thought the implantable neurostimulator (ins) had depleted. On (B)(6) 2015, the patient went in to have nerves burned in his back and the neurosurgeon told him to make sure the ins was off. The programmer would not connect to the ins and he was not able to verify that stimulation was off. He was trying to connect to the ins with the programmer and was getting the poor communication screen. The patient was unable to connect with or without the antenna. Also, there was no symptom control since implant, however, it had helped him feel when he had to go to the bathroom. The patient was not feeling stimulation and he thought that the ins had stopped working. This occurred on (B)(6) 2015. There were no falls/trauma that could be related to this issue. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.